Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022. The review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported alveolar hemorrhage could not be conclusively established through this evaluation. The patient remained ongoing on the heartmate ii left ventricular assistant device, serial number vad-19716, until they experienced further bleeding related issues on (B)(6) 2021. (MFR# 2916596-2021-04519). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, introduction, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, patient care and management, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced alveolar hemorrhage and was readmitted to the hospital from (B)(6) 2019.